Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was observed and it was noted the episodes recorded were during the time the patient was undergoing surgery for their shoulder. It was noted cautery was used and non-intrinsic activity was sensed during the procedure, along with sensing integrity counter (sic), and the cardiac resynchronization therapy defibrillator (crt-d) detected ventricular fibrillation (vf) and then delivered two shocks. The crt-d remains in use. No further patient complications have been reported as a result of this event.